Event description:
The pt received his scs on (B)(6) 2008 including a paddle lead. It was reported the pt stopped feeling stimulation. The amplitude does not go past the perception level and auto-reduces. Invalid contacts were observed. The sjm rep was able to reprogram the pt to provide proper coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.